Event description:
Subsequent to the initially filed report, the following information was received: the patient was seen by the vascular team on (B)(6) 2025. Fortunately, the patient symptoms have improved remarkably in recent weeks and no treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. The patient effects of pain and vascular tissue injury are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an multi-access venous closure of the right common femoral vein using 3 prosyle devices from top to bottom prior to a premature ventricular contractions (pvc) interventional procedure using a 8.5f, 7f, and 9f sheaths. The three prostyle devices were deployed, one at each access site (top, middle, and bottom), and used to achieve hemostasis without any reported issues. Reportedly, a day post-op, the patient complained of tightness and pain when extending the hip/leg and a deep dimple of the closure site on the skin appeared. It is unclear when the dimpling started, but no issues occurred during the procedure. The patient was referred to vascular surgeon (B)(6) 2025 for treatment. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.